Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a gray particulate in the solution bag. The particulate matter (pm) in the solution bag was observed to be stopper material. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside a viaflex IV bag after the vial-mate adapter with vancomycin was attached to the bag. This issue was noted during setup prior to patient use. There was no patient involvement. No additional information is available.